Event description:
A user facility reported that the intraocular lens (iol) was scratched during insertion. It was reported that the wound was widened in order to remove the scratched iol.

Event description:
Additional info submitted for this event indicates there was no injury to the pt. Another lens was implanted and there was no impact on the pt's outcome.